Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the initial procedure? Cvs procedure. What is the procedure & event date? (B)(6) 2021. What was used to complete the procedure? Unknow. Did the patient suffer from any consequence due to the issue (breakage suture)? If yes, please provide more details. No. How many device present this issue (breakage suture)? Please confirm 10 ea. What is the lot number? Qjbbhq. Events reported in 2210968-2022-00299, 2210968-2022-00300, 2210968-2022-00301, 2210968-2022-00302, 2210968-2022-00303, 2210968-2022-00304, 2210968-2022-00305, 2210968-2022-00307 and 2210968-2022-00308.

Event description:
It was reported that a patient underwent a cvs procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 02/24/2022. H6 component code: g07002 - incomplete device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. H3 analysis: visual analysis of the returned sample determined that one empty overwrap packet product code 8521 was received for evaluation. The suture was not received for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.